Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy that the plee60a was accidentally loaded with ecr60m and fired on pyloric antrum. The surgeon requested gst60t + gore seam guard for that firing. As a result, the staple line did not form and was over sewn. There appeared to be a 20mm transection with no staple form. There was no leak at the intraoperative leak test. There were no adverse consequences for the patient.